Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the catheter was implanted, the guidewire could not pass halfway through the catheter. As a result, a new catheter was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "guidewire did not move halfway through the catheter" is confirmed. During the visual inspection, the returned intra-aortic balloon catheter (iabc) central lumen was found damaged with flattened surface. During the functional testing, the iabc central lumen was unable to be aspirated/flushed and was found blocked/clotted. The guidewire was unable to fully advance through the iabc central lumen due to the damaged/blocked central lumen. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that after the catheter was implanted, the guidewire could not pass halfway through the catheter. As a result, a new catheter was used. There was no report of patient complications, serious injury or death.